Event description:
It was reported a patient underwent a cardiac ablation procedure which included a qdot micro¿ catheter and the patient experienced atrial fibrillation (afib) when inserting the qdot micro catheter in patient. The physician feels that the issue is related to the catheter frequencies. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information currently available, this event is being reported as a conservative approach.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
After an internal review, this event was reassessed as not MDR reportable. This event is not considered a serious injury and there was no intervention nor indication of prolonged hospitalization. There was no specific device malfunction reported. As such, the h 6. Medical device problem code was updated to ¿appropriate term/code not available (a27)¿ which refers to ¿patient event - non serious¿. Since this event has already been reported to FDA, biosense webster inc. Will continue to submit supplemental mdrs to FDA with any updates even though this event is no longer considered MDR reportable. Therefore, the device evaluation details are being reported. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).